Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011.according to the complaint, the balloon looked loose on the catheter and would not fit down the scope. Through preliminary investigation results it was could that there was a pinhole in the balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found the distil tip of the device was bent as well as a kink in the catheter. Through functional test it was revealed that there was a pinhole in the balloon. The device was advanced through the scope without difficulty and came out the other end without any resistance. The reported defect of balloon being loose on the catheter was confirmed as a pinhole was found in the balloon portion of the device which was likely caused by handling of the device prior to the procedure. However the reported defect of balloon difficulty advancing was not confirmed though it is known that a vacuum was not applied to the balloon, which could be a direct cause of balloon difficulty advancing. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complaint, the balloon looked loose on the catheter and would not fit down the scope. Through preliminary investigation results it was could that there was a pinhole in the balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): preliminary investigation results -visual examination of the returned device found the catherter to be kinked and the distil tip to be bent. Functional test revealed a pinhole in the balloon material. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.